Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that, while using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that, while using the bd pyxis¿ medstation¿ es, drawer had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the drawer had failed. A field service engineer (fse) found that main drawer had failed, and the cubies were not detected on the bus. The drawer was tested in the hardware test application. The station was powered off and inspected inside and at the back of the drawer. After restarting the station, the drawer was tested again in hardware test application. All tests passed. No further issues were found. The system functioned as intended after the field service engineer repaired the device.